Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-06497.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR report: 1627487-2019-06497. It was reported that the patient experienced irritation in their eyes while charging both ipgs. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipgs were explanted and replaced with competitor¿s ipgs resolving the issue.